Event description:
It was reported that noise was seen on electrogram on both the atrial lead and ventricular lead. Reprogramming was done to resolve the oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58 implantable pacing lead: (B)(6) 2008. (B)(4).